Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that after their third sealing, the surgeon noticed that the instrument jaws could no longer be closed and the knife was protruding. There was no patient injury.